Manufacturer narrative:
The urisys 1100 urine analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable chemstrip 10 md urine test strips leukocytes result from the urisys 1100 urine analyzer. The operator noted seeing a positive leukocyte result as they were loading the test strip on the 1100 analyzer. The 1100 analyzer gave a negative leukocyte result. The same sample was re-tested on (B)(6) 2025 and read visually with a result of 2+ leukocytes. A urine culture was sent out, and the results were negative.

Manufacturer narrative:
During the investigation, the retention material of lot 75515400 and the customer material of lot 75515403 were both measured on the customer urisys 1100 analyzer us s/n (B)(6), an iu urisys 1100 analyzer with 0-native-urine, an erythrocytes-dilution-series, and a leucocytes-dilution-series according to the testing-plan. No abnormal results were observed. The customer material passed all of the checks during production and was released without restrictions. No product issue was found. The available information is consistent with the strip not being inserted correctly into the tray and the instrument measuring between the test pads.